Manufacturer narrative:
One vlft10gen was received and evaluation of the returned device confirmed the reported condition. The returned sample did not meet specification as received by medtronic. The investigation found that the mono 1 receptacle was damaged and mono 1 was stuck activated. On the screen of the unit the mono 1 section was highlighted. The receptacle was not producing any output of power. After plugging in the hand switch and pushing the button it would produce an output and the same for the pedals. The investigation isolated the failure to the mono 1 receptacle, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The mono 1 receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the left monopolar port intermittently failed to recognize instruments. Analysis of the returned device revealed that the left monopolar port was stuck in an activated state. No patient involvement or injury were reported. No additional details have been provided.